Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was white foreign matter on the injector of the bd phaseal¿ injector luer lock n35. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: two samples were received for evaluation by our quality engineer team. Upon inspection of the samples, white particles were observed on the surface of the injectors. Through microscopic observation, the foreign matter was identified as talc. During the assembly process, talc is used to help the membrane go through the different stations of the machine. The talc used is compliant with european, japanese and united states pharmacopeias. A device history record review did not reveal any documented issues during the production of lot number 1710001 that could have contributed to this defect, however, undetected excess talc may have caused the observed defect. No qn¿s related to the fm contamination final lot 1710001, assembly lot#7272333. 2 open and unused samples were received. There were some white particles on the injector surface. Phaseal products are manufactured according to iso 13485 requirements in a class 8 clean area according to iso 14644-1. Internal procedure ha-015 describes all the rules and instructions to follow before entering the phaseal area. Before coming into the phaseal assembly area personnel must wash and dry their hands, wear the hair and beard cover, leave external shoes and use clean room shoes and get a clean room gown dressed. No jewelry and make up are allowed. Operators and other habitual personnel of the area wear especial clothes. Fabric is antistatic and do not release fiber. Clean room gowns are made with the same material. New equipment (flow cabinet for visual inspections/re-process) and machines encapsulation have been installed in phaseal assembly and molding area. The brushes for cleaning have been changed for others that do not loose fibers. Clearance of the assembly lines is performed according to ph-006 and cleaning is performed according to ph-007. Preventive maintenance takes place once per week. To improve the cleaning of the manufacturing lines, a project was opened. The lot number for this incident was produced prior to the implementation of this project. Manufacturing personnel have been made aware of this incident.

Event description:
It was reported that there was white foreign matter on the injector of the bd phaseal¿ injector luer lock n35. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that there was white foreign matter on the injector of the bd phaseal¿ injector luer lock n35. There was no report of exposure, injury, or medical intervention noted.